Event description:
During the insertion of the screws, two screw heads broke off. The broken fragments were left in the pt and the broken heads were discarded. The pt is well. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of mfg records has been requested.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the examination of the raw-material testing certificates and the manufacturing papers for the article showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. This device was manufactured in (B)(6) 2011 according to the specifications. The manufacturing documents were reviewed and no complaint related issues were found.